Event description:
Customer called to report the insulin pump had alarmed for no delivery while she was sleeping. Blood glucose reading was 360 mg/dl. The customer stated the cannula was not bent nor was there any blood in the tubing. Customer stated that this was a past event that had been resolved with a set change. The customer did not want to return the set and reservoir for analysis. Advised to call when the alarm was occurring so troubleshooting could be performed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)